Event description:
A customer alleged that after processing olympus 180 and 160 series colonoscopies using the long olympus connecting tube (newly introduced into their practice), it was noted that an unknown amount of cidex opa was present intermittently as they were drying the scopes with compressed air. The customer reported that to clear the visible blue fluid, they are manually flushing the auxiliary water channels of each scope following the cycle completion in the aer. The issue is not observed with gastroscopes nor in the suction-biopsy/air-water channels of the colonoscopies. The customer reported that upon reverting back to the use of the shorter tube, the problem appears to have subsided. An asp field service engineer assessed the unit onsite.

Manufacturer narrative:
Advanced sterilization products (asp), co manufacturer provides all maintenance and technical support for this device. Asp is evaluating this incident and will resolve/correct the problem. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number. Additional information regarding this incident has been requested from a.s.p.